Event description:
In (B)(6) 2019, I was shipped 6 libre freestyle 14-day cgm sensors and a reader. This is the first time using a cgm. Previously I used common finger-stick glucose meters / test strips. The first sensor failed within 4 hours of activation. Abbott sent me a replacement sensor that did work. More recently I had a sensor fail sometime between 8pm (mst) (B)(6) 2019 and 3am (mst) (B)(6) 2019, more than two days early. (The sensor should have been active until approx 9am (mst) (B)(6) 2019). Of the first 4 (of 6) sensors I received, 2 have failed; 50% failure seems extremely excessive. Additionally the sensors regularly under read blood glucose levels at the low end. As an example, a morning fasting reading of the sensor was "lo" (meaning the sensor read somewhere below 40 mg/dl) while a finger stick reading made within 60 seconds was 99 (no blood or medication had been consumed nor insulin injected for at least 6 hours prior to the readings - they were morning fasting readings). Sensor readings near 140-160 match much closer to finger-stick readings, while sensor readings above 170 seem to over read by 10-20 points. Generally not accurate enough for me to trust making dosage decisions based on sensor readings, especially at the low readings. FDA safety report ID# (B)(4).